Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that the surgeon did a dual track clavicle nail. Upon putting the screw in, the head of the screw broke off and was protruding from the patient's clavicle. The surgeon was not able to get the broken screw head out and it remains in the patient's body. The surgeon indicated the patient could have irritation from the head sticking out. No other patient consequences were reported.